Event description:
It was reported the catheter was placed into the subclavian of a female pt. The physician was notified that the nurses refused to infuse through the central line because of the presence of an odorless, clear fluid was leaking around the insertion site. The physician stated he had no complications during catheter insertion and received blood return. He inspected and couldn't find any damage to the catheter so he injected methylene blue under angio and saw no leaking from any area outside the distal lumen which contrast was injected through. There also was no blue fluid leaking from around the catheter insertion site. The attending nurse said they help locked the lumens and never used them for infusion, yet clear fluid seeped from around the insertion site. The pt had no excessive fluid or any other medical condition that would attribute to this phenomenon. He repeatedly stated he did not think this was in anyway related to the catheter. The catheter was removed and the physician placed an IV on the opposite site. The pt was able to receive medication without complication. The pt was discharged. There was no delay in treatment and o pt death or complications reported.

Manufacturer narrative:
(B)(4).